Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a cartridge alarm occurred during insulin delivery. Multiple follow-up attempts were made by tandem technical support. However, the customer did not respond. No additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.